Manufacturer narrative:
This report is filed, june 9, 2016.

Event description:
Per the clinic, the patient experienced wound breakdown resulting in extrusion of the internal device. Subsequently, the device was explanted on (B)(6) 2016.

Manufacturer narrative:
Per the clinic, on (B)(6) 2016, the site was flushed and the patient was prescribed oral antibiotics. This report filed july 15, 2016.